Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture associated with breast implant, wound infection, implant site hematoma, early onset seroma, hypertrophic scar, device migration, material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra). The australian breast device registry (abdr) the abdr aims to identify and report possible trends and complications associated with breast device surgery; track the long-term safety and performance of breast devices; identify best surgical practice; and optimise patient health outcomes. Data extracted from the abdr on 27 may 2024 for procedures that occurred between 2012-2023. Adverse event(s): capsular contracture - 19. Rupture/deflation - 81. Device malposition - 20. Skin scarring problems - 23. Deep wound infection - 137. Seroma - 45. Hematoma ¿ 44. Revision due to complication ¿ 672 (reposition- 31).